Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibited loss of capture and sensing. During the revision procedure, the physician opted to change out the entire pacemaker system since the device was close to its elective replacement time. The device and rv lead were explanted, while the right atrial lead was surgically abandoned. Due to access issues, a new pacemaker system was successfully implanted on the patient's right side. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated as necessary.